Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07633. It was reported that the patient presented in the emergency room after receiving multiple shocks due to inappropriate sensing. Upon device interrogation, x-ray revealed that the right ventricular (rv) lead had migrated into the atrium. The slack placed on the atrial lead was no longer present. During the procedure, the helix of the rv lead was unable to be extended. The lead was intact; however, the stylet would not go down the lumen and the helix could not be extended outside the body. The lead was explanted and replaced. Additional slack was then added to the atrial lead without repositioning. The patient was stable before, during and after the procedure.